Manufacturer narrative:
As alleged the flat mesh was implanted to repair a recurrent inguinal hernia on the patient's left side. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. This MDR represents the flat mesh alleged to have been implanted on the patient's left side. Three additional mdrs have been submitted to represent the three other bard/davol devices alleged to have been implanted into the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plug devices was implanted to repair the hernia defects. On (B)(6) 2014 - the patient underwent surgery for the repair of a recurrence of his right inguinal hernia. As reported a bard/davol flat mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent surgery for the repair of a recurrence of his left inguinal hernia. As reported a bard/davol flat mesh was implanted to repair the hernia defect. The patient attorney alleges, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
As alleged the flat mesh was implanted to repair a recurrent inguinal hernia on the patient's left side. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the original allegation and the medical records provided to date, there is no indication of an adverse event or medical/surgical intervention associated to the bard flat mesh (device #4). This supplemental emdr represents the bard flat mesh (device #4). Additional supplemental emdrs have been submitted to represent the two perfix plugs (device #1, #2) and bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plug devices was implanted to repair the hernia defects. (B)(6) 2014 - the patient underwent surgery for the repair of a recurrence of his right inguinal hernia. As reported a bard/davol flat mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent surgery for the repair of a recurrence of his left inguinal hernia. As reported a bard/davol flat mesh was implanted to repair the hernia defect. The patient attorney alleges, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two perfix plugs (device #1 & device #2). Per the operative notes, "the right sided hernia and chronically inflamed indirect hernia sac was dissected free. The direct space showed a small direct hernia, and was reduced. A pre-cut right large perfix plug (device #1) was placed through the infraumbilical port, over the defects medially and laterally. A similar procedure was done on the other side. Dissection was then proceeded to the direct hernia space and left-sided perfix plug (device #2) was also placed and sutured." (B)(6) 2014 - patient was diagnosed with recurrent right direct inguinal hernia thereby underwent open repair with bard flat mesh (device #3). Per the operative notes, "on the right side, a large direct recurrence hernia was dissected away and the redundant portion of the hernia sac was amputated. A piece of marlex (bard flat mesh - device #3) was trimmed and placed." (B)(6) 2015 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent open repair with bard flat mesh (device #4). Per the operative notes, "a large direct recurrence hernia was dissected away. A piece of marlex (bard flat mesh - device #4) was trimmed and placed." Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.